Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sheath was being placed into the right basilic vein of a patient in the intensive care unit. While peeling the sheath, the tab on the one side broke off. The clinician carefully grabbed the broken side of the sheath and peeled the sheath entirely assuring the removal of the entire place. No delay in treatment, complication, injury or death was reported.